Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump was not appropriately giving a low cartridge warning. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that the pump was set to give a low cartridge alarm at 20 units. However, the reporter claimed that the pump had 15 units remaining and a review of the pump's alarm history did not show any alarms for the day. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump did not correctly give a low cartridge alarm. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed the settings show "low cartridge" warning set for 30 units. A "low cartridge" warning in the black box on (B)(4) 2012 at 4:09 pm insulin remaining is 14 units. Previous "low cartridge" warnings in black box have 20 units remaining. Remaining insulin was calculated accurately during testing. The pump was primed until 30 units remained in cartridge at which point a low cartridge warning was given. The cartridge was removed and 30 units were visually confirmed remaining. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.